Event description:
It was reported the camara head had poor visibility (cloudy). The issue was discovered during therapeutic endoscopic sinus surgery (ess) which was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The following fields have been updated: d8, h3, and h6. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the cable was wound through. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: deformation problem which is an expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There was no additional information received from the customer.